Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. The device was returned for inspection and the event was confirmed. The insertion handle has been broken. Unfortunately, the exact cause which has led to this breakage could not be determined. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective and the complaint condition is due to an unknown cause. Please note that this instrument belongs to an old design. In terms of continual improvement our product development center has made a design change and the new design is now available.

Event description:
It was reported that the aiming arm broke off during surgery. No further information was provided. This is report 1 of 1 for complaint (B)(4).